Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique device identification (UDI) is unavailable. The suction was returned to the manufacturer for evaluation. Testing found that the tip of the suction was damaged, but the unit functioned as designed when connected to a known operational tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the curved suction was reported to be damaged at the distal end. There was no patient present when this issue was identified. No additional information was provided.